Event description:
During a remote follow-up, high pacing impedance was observed on the right ventricular (rv) lead. The physician suspected lead encapsulation to be the cause of the event. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.